Event description:
14 year old female with history of nonischemic cardiomyopaty, myocarditis, acute kidney injury and itp presented with acute decompensated heart failure. An impella cp was implanted and later escalated to impella 5.5. On (B)(6) pump stop/ restarted to p8/ patient stable. On (B)(6) it was noted through the sleeve that there was kinked tubing. The field representative responded that the catheter ended up kinking by the red hub, the team placed new securement devices and also reinforced that point on the catheter. That pump remained in and working until her heart recovered. On (B)(6) suction alarms (position/ volume) and o (B)(6) impella 5.5 was explanted without incident.

Manufacturer narrative:
B5 and h6 updated based on the additional information received from the clinical site.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
14 year old female iwth history of nonischemic cardiomyopaty, myocarditis, acute kidney injury and itp presented with acute decompensated heart failure. An impella cp was implanted and later escalated to impella 5.5. On (B)(6) pump stop/ restarted to p8/ patient stable. On (B)(6) it was noted through the sleeve that there was kinked tubing. On (B)(6) suction alarms (position/ volume) and on (B)(6) impella 5.5 was explanted without incident.

Manufacturer narrative:
Additional information was provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: the catheter ended up kinking by the red hub. We put on new securement devices and also reinforced that point on the catheter. That pump remained in and working until her heart recovered. The pump was removed and they discarded it. This patient did amazing on impella support and is now home with her family.